Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 at 3:22 pm she activated a new pod and her blood glucose and insulin history is as follows: time: 03:22 pm, bg (mg/dl): 119, bolus (u); 05:00 pm, 231, 1.75; 07:30 pm, 253, 0.75; 09:00 pm, 267, 3.0 (manual injection); 11:00 pm, 60; date: (B)(6) 2015: 06:00 am, 95 (fasting); 07:15 am, 1.05; 08:10 am, 253, 0.65; 10:28 am, 236. The pod was removed and the cannula appears to be kinked.